Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 212 mg/dl at the time of incident. Customer stated that the insulin pump screen was flashing and it was blank and the buttons were unresponsive after exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All buttons function properly however moisture damage on keypad traces noted during visual inspection. No battery cap received with device. No unexpected keypad unresponsive anomalies, critical pump error alarms, blank display anomalies, red light anomalies or vibration anomalies noted during testing. Device received with cracked case on battery tube area. Device received with corroded force sensor, corrosion on electronic assemblies and moisture damage on motor assembly.